Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report: 1627487-2020-31635, related manufacturer report: 1627487-2020-31638. It was reported that patient experienced ineffective stimulation. The implantable pulse generator (ipg) was explanted. Both leads were cut in the ipg area during the procedure on (B)(6) 2020 and partial of the leads remains implanted and inactive. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.